Manufacturer narrative:
It was reported to abbott, a patient¿s ipg would not connect with a patient¿s controller. The patient underwent an unrelated surgery. The device had not been placed in surgery mode. The rep met with the patient and was able to recover the ipg. Access to therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Abbott representative was able to restore the ipg and therapy was restored.